Event description:
Inbound, pt reports both pumps are alarming no disposable pump won't run, will change out cassette, prefilled received (B)(6) 2021. No lot number about 24 hrs of medication left in cassette. No further details provided.